Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.